Event description:
Horcher is out of business as of friday and (b) (B)(4), their us distributor, is no more - this part was verbal from a maintenance employee of (B)(4) who didn't get his last paycheck. No notice was given to customers who have purchased horcher lifts. Internet searches do not have any results when looking for "horcher" & "out of business" as well as "horcher" and "sold" or "sell." Please let us know if there is a way you can obtain written documentation from the company detailing if they are indeed out of business or have been sold as well as where and how replacement or maintenance parts can be obtained until replacement lifts can be purchased by the hospital.